Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) -year-old female patient underwent tevar on (B)(6) 2018. Patient anatomy and a plan of the procedure: the aneurysm was in the distal side of the aortic arch, so the physician planned to implant a stent graft in the zone 2 with the left subclavian artery occluded. The patient, whose neck length was approximately 28mm, was suitable for the procedure. First device: zteg-2p-32-140-pf/ e3401518 (B)(4). On (B)(6) 2018: saline leaked from the hemostatic valve when flushing the device during preparation, so the device was not used and replaced with another one of lot#e3402071. Second device: zteg-2p-32-140-pf/ e3402071 (B)(4). On (B)(6) 2018: the stent graft of the second device was placed in the zone 2 by right approach with following the normal procedure. However, because proximal type I endoleak was confirmed, one extension device tbe-32-80-pf/ e3631031 was additionally placed in the proximal side of the previously placed stent graft. Then, the endoleak was resolved during the procedure. There have been no adverse effects to the patient reported. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# pr220930. G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Summary of investigational findings: a proximal stent graft component was placed in zone 2 of the aortic arch. A subsequent type ia endoleak was observed. This was attempted corrected with insertion of a proximal extension device, which resolved the endoleak. No imaging was provided, but as per the reported information the patient had suitable anatomy for the procedure. It would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a 69-year-old female patient underwent tevar on (B)(6) 2018. Patient anatomy and a plan of the procedure: the aneurysm was in the distal side of the aortic arch, so the physician planned to implant a stent graft in the zone 2 with the left subclavian artery occluded. The patient, whose neck length was approximately 28mm, was suitable for the procedure. First device: zteg-2p-32-140-pf/ e3401518 (pr220928). (B)(6) 2018: saline leaked from the hemostatic valve when flushing the device during preparation, so the device was not used and replaced with another one of lot#e3402071. Second device: zteg-2p-32-140-pf/ e3402071 (pr220930). (B)(6) 2018: the stent graft of the second device was placed in the zone 2 by right approach with following the normal procedure. However, because proximal type I endoleak was confirmed, one extension device tbe-32-80-pf/ e3631031 was additionally placed in the proximal side of the previously placed stent graft. Then, the endoleak was resolved during the procedure. There have been no adverse effects to the patient reported. Patient outcome: there have been no adverse effects to the patient reported.